Event description:
We have had 2 recent events with radial artery catheters at the time of removal. The first difficult removal occurred during the summer this year--the removal was completed by trained rn. The rn did not report any difficulty while removing but noted that a small piece of the catheter was retained. Xrays confirmed small piece remained. Vascular and hand surgeons consulted- determined no risk posed to pt- and pt will follow-up with vascular.the second event occurred in the fall of this year. Another trained rn noted no difficulty while removing but saw the catheter was twisted after removal--the entire catheter was removed and twisting was noted upon visual inspection.